Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a right atrial (ra) pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). A signal artifact monitoring (sam) episode was observed resulting in the minute ventilation (mv) feature being switched. Technical services (ts) discussed with the health care professional (hcp) a possible fracture of the ra lead, and recommended isometrics testing and pocket manipulation. This pacemaker and ra lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a right atrial (ra) pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). A signal artifact monitoring (sam) episode was observed resulting in the minute ventilation (mv) feature being switched. Technical services (ts) discussed with the health care professional (hcp) a possible fracture of the ra lead, and recommended isometrics testing and pocket manipulation. This pacemaker and ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.